Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/the right essure device appears to be displaced, partially within the uterus") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche. Previously administered products included for an unreported indication: percocet and percocet. Past adverse reactions to the above products included pruritus with percocet; and urticaria with percocet. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and removal of essure) and surgery (hysterectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal and migraine outcome was unknown. The reporter considered alopecia, dental caries, device expulsion, dysgeusia, feeling abnormal, genital haemorrhage, migraine and uterine perforation to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes was performed on (B)(6) 2007 hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes was performed. CT abdomen and pelvis with contrast: no acute abnormality within the abdomen or pelvis. The right essure device appears to be displaced, partially within the uterus. Recommend gyn consult. Incompletely characterized hypodensity in segment 7; this can be further characterized with nonemergent MRI if clinically indicated. Nonobstructing punctate right renal calculus (B)(6) 2012, ec CT abdomen and pelvis with contrast: nonobstructive right nephrolithiasis. Medial-portion right essure device displaced and protruding into the endometrial cavity. Gynecological consultation is recommended consideration for pelvic sonography. Low attenuation hepatic lesion for which additional characterization with follow up multiphasic hepatic CT or MRI is recommended. (B)(6) 2012, ec MRI abdomen with and without contrast. Impression: non enhancing t2 hyperintense 2cm lesion in hepatic segment 6/7 is consistent with a simple cyst. No concerning liver lesions or masses are identified. (B)(6) 2013, ultrasound transvaginal. Transabdominal imaging: initial transabdominal survey views of the pelvis complement transvaginal exam. The uterus is extroverted and retroflexed measuring 8.3 x 5.2x 5.0cm. Survey views of the kidneys show normal echotexture and no hydronephrosis. The right kidney measures 13.1 cm in length, and the left kidney measures 12.2 cm in length. Transvaginal imaging: uterus: the uterus is retroveited/retroflexed, and normal in size measuring 8.1 x 4.9'x 5.7cm. The myometrium has a normal appearance. No masses are identified. The endometrial stripe is diffusely hyperechoic and measures 6.6 mm. Essure devices are visualized, grossly unchanged in appearance when compared to hysterosalpingogram from 2007. The right essure device traverses the interstitial part of the tube and is noted to extend well within the uterine cavity. The left essure device starts at the outer most edge of the interstitial part of the tube at the edge of the uterus and extends out into the left fallopian tube ovaries: both ovaries are normal in size and morphology with the right ovary measuring 3.7 x 2.0 x 2.8cm (estimated volume 10.6 cc) and the left ovary measuring 3.8 x 1.6 x 2.7cm (estimated volume 8.4 cc). Blood flow is documented to both ovaries on color doppler imaging. There is a complex cyst in the right ovary measuring 2.5 x 1.5 x 2.3cm demonstrating subtle internal echoes, likely representing a hemorrhagic corpus luteum. Adnexa: there is no abnormal free fluid or adnexal mass identified. There is a small amount of physiologic free fluid. Impression: likely hemorrhagic corpus luteum right ovary. Follow up as clinically indicated. Bilateral essure devices, grossly unchanged in position when compared to prior hysterosalpingogram (B)(6) 2013 ultrasound: 2.5 cm right hemorrhagic ovarian cyst. Blood pressure 114/72, (B)(6) 2014,ultrasoundtransvaginal: essure devices in unchanged position as above. Findings suggestive of early renal medullary nephrocalcinosis. Differential diagnosis includes medullary sponge kidney, hyperparathyroidism and renal tubular acidosis. Blood pressure : 122/74. Surgical pathology report. Final pathologic diagnosis: cervix, hysterectomy: - squamous metaplasia, chronic cervicitis. Endometrium , hysterectomy: - proliferative phase endometrium. Myometrium, hysterectomy: - no pathologic alteration. Fallopian tube, right, salpingectomy: - foreign body (medical surgical hardware). Ovary, right, oophorectomy: - follicular cyst. Fallopian tube, left, salpingectomy: - luminal fibrosis. - foreign body (medical surgical hardware) . Concerning injuries reported in this case the following one/ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event migration has been merged with event the right essure device appears to be displaced, partially within the uterus. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Thi spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migration/the right essure device appears to be displaced, partially within the uterus"), endometritis ("focal chronic endometritis") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche and multiparous. Previously administered products included for an unreported indication: percocet and percocet. Past adverse reactions to the above products included pruritus with percocet; and urticaria with percocet. Concurrent conditions included uterine bleeding, dysfunctional uterine bleeding, vaginal discharge, night sweats, chest pain, bronchitis acute, generalised anxiety disorder, acute sinusitis, hyperkeratosis, groin pain, lymph nodes enlarged, metaplasia and cramp in lower abdomen. Concomitant products included salbutamol (albuterol) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction and mental disorder outcome was unknown. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered alopecia, dental caries, dysgeusia, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. No injuries or symptoms were decreased or resolved following essure removal. Left - one coil present in uterine cavity, right- 11 coils in right tube left in uterine cavity and were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes was performed. On (B)(6) 2007 hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes was performed. CT abdomen and pelvis with contrast: no acute abnormality within the abdomen or pelvis. The right essure device appears to be displaced, partially within the uterus. Recommend gyn consult.incompletely characterized hypodensity in segment 7; this can be further characterized with nonemergent MRI if clinically indicated. Nonobstructing punctate right renal calculus (B)(6) 2012, ec CT abdomen and pelvis with contrast: nonobstructive right nephrolithiasis. Medial-portion right essure device displaced and protruding into the endometrial cavity. Gynecological consultation is recommended consideration for pelvic sonography. Low attenuation hepatic lesion for which additional characterization with follow up multiphasic hepatic CT or MRI is recommended. (B)(6) 2012, ec MRI abdomen with and without contrast. Impression: non enhancing t2 hyperintense 2cm lesion in hepatic segment 6/7 is consistent with a simple cyst. No concerning liver lesions or masses are identified. (B)(6) 2013, ultrasound transvaginal. Transabdominal imaging: initial transabdominal survey views of the pelvis complement transvaginal exam. The uterus is extroverted and retroflexed measuring 8.3 x 5.2x 5.0cm. Survey views of the kidneys show normal echotexture and no hydronephrosis. The right kidney measures 13.1 cm in length, and the left kidney measures 12.2 cm in length. Transvaginal imaging: uterus: the uterus is retroveited/retroflexed, and normal in size measuring 8.1 x 4.9'x 5.7cm. The myometrium has a normal appearance. No masses are identified. The endometrial stripe is diffusely hyperechoic and measures 6.6 mm. Essure devices are visualized, grossly unchanged in appearance when compared to hysterosalpingogram from 2007. The right essure device traverses the interstitial part of the tube and is noted to extend well within the uterine cavity. The left essure device starts at the outer most edge of the interstitial part of the tube at the edge of the uterus and extends out into the left fallopian tube ovaries: both ovaries are normal in size and morphology with the right ovary measuring 3.7 x 2.0 x 2.8cm (estimated volume 10.6 cc) and the left ovary measuring 3.8 x 1.6 x 2.7cm (estimated volume 8.4 cc). Blood flow is documented to both ovaries on color doppler imaging. There is a complex cyst in the right ovary measuring 2.5 x 1.5 x 2.3cm demonstrating subtle internal echoes, likely representing a hemorrhagic corpus luteum. Adnexa: there is no abnormal free fluid or adnexal mass identified. There is a small amount of physiologic free fluid. Impression: likely hemorrhagic corpus luteum right ovary. Follow up as clinically indicated. Bilateral essure devices, grossly unchanged in position when compared to prior hysterosalpingogram. (B)(6) 2013ultrasound: 2.5 cm right hemorrhagic ovarian cyst. Blood pressure 114/72, (B)(6) 2014,ultrasound transvaginal: essure devices in unchanged position as above. Findings suggestive of early renal medullary nephrocalcinosis. Differential diagnosis includes medullary sponge kidney, hyperparathyroidism and renal tubular acidosis. Blood pressure : 122/74. Surgical pathology report final pathologic diagnosis: cervix, hysterectomy: - squamous metaplasia, chronic cervicitis. Endometrium , hysterectomy: - proliferative phase endometrium. Myometrium, hysterectomy: - no pathologic alteration. Fallopian tube, right, salpingectomy: - foreign body (medical surgical hardware) ovary, right, oophorectomy: - follicular cyst. Fallopian tube, left, salpingectomy: - luminal fibrosis. - foreign body (medical surgical hardware) on (B)(6) 2011 ultrasound abdomen revealed, no gallstone or sonographic murphy¿s sign. Enlarged right kidney with no hydronephrosis normal sized left kidney with no hydronephrosis. Visualized liver is normal in contour and echo texture with no focal masses demonstrated. On (B)(6) 2012 c't abdomen and pelvis with contrast revealed, no acute abnormality within the abdomen or pelvis. 2. The right essure device appears to be displaced partially within the uterus. Incompletely characterized hypodensity in segment 7. Nonobstructing punctate right renal calculus. On (B)(6) 2012 enhanced CT abdomen and pelvis revealed, non obstructive right nephrolithiasis. Medial portion right essure device displaced and protruding into the endometrial cavity. Low attenuation hepatic lesion for which additional characterization with follow up multiphasic hepatic CT or MRI is recommended. On(B)(6) 2012 MRI abdomen with and without contrast revealed, t2 hyperintense 2 cm lesion in hepatic segment 6/7 is consistent with a simple cyst. No concerning liver lesion or masses are identified. On (B)(6) 2014 transvaginal imaging revealed, essure devices in unchanged position, findings suggestive of early renal medullary nephrocalcinosis. Differential diagnosis includes medullary sponge kidney, hyperparathyroidism and renal tubular acidosis. Concerning injuries reported in this case the following one/ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion, abdominal pain, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs and medical record received. Reporter's information and lot number was added. Events added: focal chronic endometritis, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition. Concomitant diseases, concomitant drug, historical condition and lab data were added. Event device expulsion was deleted and clubbed with event uterine perforation. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration/the right essure device appears to be displaced, partially within the uterus') and endometritis ('focal chronic endometritis') in a 38-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2011, the patient experienced night sweats ("night sweat"), 4 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with omeprazole (protonix), ondansetron and surgery (total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction and mental disorder outcome was unknown and the menorrhagia and nausea had not resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered alopecia, dental caries, diarrhoea, dysgeusia, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, night sweats, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. No injuries or symptoms were decreased or resolved following essure removal. Left - one coil present in uterine cavity, right- 11 coils in right tube left in uterine cavity and were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: full occlusion of both tubes was performed. Bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion, abdominal pain, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received. Event "night sweat and diarrhea" were added. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration/the right essure device appears to be displaced, partially within the uterus'), endometritis ('focal chronic endometritis') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction and mental disorder outcome was unknown and the menorrhagia and nausea had not resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered alopecia, dental caries, dysgeusia, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. No injuries or symptoms were decreased or resolved following essure removal. Left - one coil present in uterine cavity, right- 11 coils in right tube left in uterine cavity and were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: full occlusion of both tubes was performed. Bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion, abdominal pain, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : nausea added. Outcome of the event menorrhagia updated incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and removal of essure) and surgery (hysterectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal and migraine outcome was unknown. The reporter considered alopecia, dental caries, device dislocation, dysgeusia, feeling abnormal, genital haemorrhage, migraine and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes was performed on (B)(6) 2007 hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes was performed. Most recent follow-up information incorporated above includes: on 12-feb-2018: patient's age added.events added per legal claim: taste of metal in mouth, hair loss, tooth decay, brain fog, migraines, pain and heavy bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/the right essure device appears to be displaced, partially within the uterus') and endometritis ('focal chronic endometritis') in a 38-year-old female patient who had essure (ess205) (batch no: 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced night sweats ("night sweat"), 4 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with omeprazole (protonix), ondansetron and surgery (total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction and mental disorder outcome was unknown and the menorrhagia and nausea had not resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered alopecia, dental caries, diarrhoea, dysgeusia, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, night sweats, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. No injuries or symptoms were decreased or resolved following essure removal. Left - one coil present in uterine cavity, right- 11 coils in right tube left in uterine cavity and were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: full occlusion of both tubes was performed. Bilateral occlusion. Concerning injuries reported in this case the following one / ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion, abdominal pain, menorrhagia, pelvic pain. Lot number: 624471, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migration/the right essure device appears to be displaced, partially within the uterus"), endometritis ("focal chronic endometritis") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche and multiparous. Previously administered products included for an unreported indication: percocet and percocet. Past adverse reactions to the above products included pruritus with percocet; and urticaria with percocet. Concurrent conditions included uterine bleeding, dysfunctional uterine bleeding, vaginal discharge, night sweats, chest pain, bronchitis acute, generalised anxiety disorder, acute sinusitis, hyperkeratosis, groin pain, lymph nodes enlarged, metaplasia and cramp in lower abdomen. Concomitant products included salbutamol (albuterol) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("taste of metal in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), feeling abnormal ("brain and fog"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, dysgeusia, alopecia, dental caries, feeling abnormal, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction and mental disorder outcome was unknown. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered alopecia, dental caries, dysgeusia, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. No injuries or symptoms were decreased or resolved following essure removal. Left - one coil present in uterine cavity, right- 11 coils in right tube left in uterine cavity and were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes was performed on (B)(6) 2007 hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes was performed. CT abdomen and pelvis with contrast: no acute abnormality within the abdomen or pelvis. The right essure device appears to be displaced, partially within the uterus. Recommend gyn consult. Incompletely characterized hypodensity in segment 7; this can be further characterized with nonemergent MRI if clinically indicated. Nonobstructing punctate right renal calculus (B)(6) 2012, ec CT abdomen and pelvis with contrast: nonobstructive right nephrolithiasis. Medial-portion right essure device displaced and protruding into the endometrial cavity. Gynecological consultation is recommended consideration for pelvic sonography. Low attenuation hepatic lesion for which additional characterization with follow up multiphasic hepatic CT or MRI is recommended. (B)(6) 2012, ec MRI abdomen with and without contrast. Impression: non enhancing t2 hyperintense 2cm lesion in hepatic segment 6/7 is consistent with a simple cyst. No concerning liver lesions or masses are identified. (B)(6) 2013, ultrasoundtransvaginal. Transabdominal imaging: initial transabdominal survey views of the pelvis complement transvaginal exam. The uterus is extroverted and retroflexed measuring 8.3 x 5.2x 5.0cm. Survey views of the kidneys show normal echotexture and no hydronephrosis. The right kidney measures 13.1 cm in length, and the left kidney measures 12.2 cm in length. Transvaginal imaging: uterus: the uterus is retroveited/retroflexed, and normal in size measuring 8.1 x 4.9'x 5.7cm. The myometrium has a normal appearance. No masses are identified. The endometrial stripe is diffusely hyperechoic and measures 6.6 mm. Essure devices are visualized, grossly unchanged in appearance when compared to hysterosalpingogram from 2007. The right essure device traverses the interstitial part of the tube and is noted to extend well within the uterine cavity. The left essure device starts at the outer most edge of the interstitial part of the tube at the edge of the uterus and extends out into the left fallopian tube ovaries: both ovaries are normal in size and morphology with the right ovary measuring 3.7 x 2.0 x 2.8cm (estimated volume 10.6 cc) and the left ovary measuring 3.8 x 1.6 x 2.7cm (estimated volume 8.4 cc). Blood flow is documented to both ovaries on color doppler imaging. There is a complex cyst in the right ovary measuring 2.5 x 1.5 x 2.3cm demonstrating subtle internal echoes, likely representing a hemorrhagic corpus luteum. Adnexa: there is no abnormal free fluid or adnexal mass identified. There is a small amount of physiologic free fluid. Impression: likely hemorrhagic corpus luteum right ovary. Follow up as clinically indicated. Bilateral essure devices, grossly unchanged in position when compared to prior hysterosalpingogram (B)(6) 2013 ultrasound: 2.5 cm right hemorrhagic ovarian cyst. Blood pressure 114/72. (B)(6) 2014,ultrasoundtransvaginal: essure devices in unchanged position as above. Findings suggestive of early renal medullary nephrocalcinosis. Differential diagnosis includes medullary sponge kidney, hyperparathyroidism and renal tubular acidosis. Blood pressure : 122/74. Surgical pathology report. Final pathologic diagnosis: cervix, hysterectomy: squamous metaplasia, chronic cervicitis. Endometrium , hysterectomy: proliferative phase endometrium. Myometrium, hysterectomy: no pathologic alteration. Fallopian tube, right, salpingectomy: foreign body (medical surgical hardware) ovary, right, oophorectomy: follicular cyst. Fallopian tube, left, salpingectomy: luminal fibrosis. Foreign body (medical surgical hardware) on (B)(6) 2011 ultrasound abdomen revealed, no gallstone or sonographic murphy¿s sign. Enlarged right kidney with no hydronephrosis normal sized left kidney with no hydronephrosis. Visualized liver is normal in contour and echo texture with no focal masses demonstrated. On (B)(6) 2012 c't abdomen and pelvis with contrast revealed, no acute abnormality within the abdomen or pelvis. 2. The right essure device appears to be displaced partially within the uterus. Incompletely characterized hypodensity in segment 7. Nonobstructing punctate right renal calculus. On (B)(6) 2012 enhanced CT abdomen and pelvis revealed, non obstructive right nephrolithiasis. Medial portion right essure device displaced and protruding into the endometrial cavity. Low attenuation hepatic lesion for which additional characterization with follow up multiphasic hepatic CT or MRI is recommended. On (B)(6) 2012 MRI abdomen with and without contrast revealed, t2 hyperintense 2 cm lesion in hepatic segment 6/7 is consistent with a simple cyst. No concerning liver lesion or masses are identified. On (B)(6) 2014 transvaginal imaging revealed, essure devices in unchanged position, findings suggestive of early renal medullary nephrocalcinosis. Differential diagnosis includes medullary sponge kidney, hyperparathyroidism and renal tubular acidosis. Concerning injuries reported in this case the following one/ones were described in patient medical records : haemorrhagic ovarian cyst, device expulsion, abdominal pain, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.